Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80482. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The devices is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove and malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient is 36 years old and weight was not provided.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided, and the lot history reviews were performed. The two devices were not returned for evaluation. One medical record was provided. Filter tilt and difficult to remove were confirmed for one device. The investigation for the second device is inconclusive. A root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. The information received indicated that model md800f vena cava filter allegedly experienced difficult to remove, malposition of device/tilt. This report was received from various sources. Of the two reported malfunctions, both involved patients with no consequences. One of the devices was used in a (B)(6) year old male patient; weight was not provided. Age, weight, gender were not provided for the second patient.